Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: model: d314drm, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited out-of-range impedance, oversensing of myopotentials, and cross-chamber oversensing. The lead has been capped and replaced. No patient complications have been reported as a result of this event.